Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with slight calcification and 85% stenosis. The xience alpine stent was implanted without issue; however, it was noted that the stent could not be visualized after expansion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) stent was implanted. However, it was observed that the stent could not be visualized after expansion. Factors that may contribute to poor visibility include, but are not limited to patient anatomical morphology, patient disease state, or device placement or use technique. As the device was not returned for analysis, the cause of the reported poor visibility could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.